Manufacturer narrative:
The guidewire returned with an open coil at approximately 0.1cm, and an offset at 1.2cm from the distal end of the guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling in packaging or during removal from packaging" appears to have impacted on the event as reported.

Event description:
Event description: ecn event description: the head of the hemodynamics service reports that when the product was rotated to the table for preparation, the tip of the guide was fractured. What troubleshooting steps, if any, resolved the issue?: the problem was solved by using another guide of the same size. What is the next course of action?: replenish the product patient present at time of event?: yes, patient complications: no patient complications.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Event description: ecn event description: the head of the hemodynamics service reports that when the product was rotated to the table for preparation, the tip of the guide was fractured what troubleshooting steps, if any, resolved the issue?: the problem was solved by using another guide of the same size. What is the next course of action?: replenish the product patient present at time of event?: yes. Patient complications: no patient complications.

Event description:
Event description: ecn event description: the head of the hemodynamics service reports that when the product was rotated to the table for preparation, the tip of the guide was fractured what troubleshooting steps, if any, resolved the issue?: the problem was solved by using another guide of the same size. What is the next course of action?: replenish the product patient present at time of event?: yes patient complications: no patient complications.

Manufacturer narrative:
No device was returned for analysis. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling in packaging or during removal from packaging" appears to have impacted on the event as reported.